Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump act button was unresponsive during bolus delivery. Unable to complete the keypad anomaly troubleshooting due to insulin pump was not available. The insulin pump is not expected to return for analysis.